Event description:
A malfunction alarm was reported, but no notable events occurred before the malfunction, and it did not cause the customer's blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level. The customer received pump reset information from technical support and successfully reset the pump, with no recurrence of the malfunction code. Technical support advised the customer to continue using the pump and to contact them if the malfunction recur, and the customer acknowledged and understood the instructions.